Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the display was blank during time of call. The customer stated that the battery compartment and spring was not damaged or corroded. The customer will return the pump for analysis.